Event description:
Customer reported that the insulin pump stopped working when she attempted to deliver a bolus. Customer stated that she took out the battery and may have put the battery cap on wrong because she could not remove it to return the battery. The blood glucose reading was 100 mg/dl. She also received a button error alarm on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was also received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.